Manufacturer narrative:
It was reported that the tibial insert impactor tip broke during surgery. The surgery was competed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the tibial insert impactor tip broke during surgery. The surgery was competed successfully.